Event description:
Reference medwatch 1219856-2008-00570 for the first event involving the same pt. The intra-aortic balloon (iab) was prepped per instruction. After removing the iab from the tray, the md and the staff noticed that the tip of the iab was not wrapped tightly. The md has been inserting iab's for over 12 years, and is used to the way our iab's are wrapped; very tightly void of any ridge at the tip. This particular iab was not constricted at the tip, and therefore, was not used.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.